Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Expiration date= na, lot number = 0828d. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer alleged that using listerine ultraclean access flosser replace heads mint led to pocket in gums and bleeding gums. The consumer flosses twice daily and this diagnosis was obtained during a routine dental examination. The consumer is alleging that the product caused the event as she always had perfect routine check-ups until using the floss.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 23, 2018. This is 2 of 2 med-watches being submitted, as two patients were involved in this event for the same product. See medwatch 8041101-2018-00024. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.